Manufacturer narrative:
(B)(4). The insulin pump was received with currents within specification. The insulin pump passed the prime and excessive no delivery alarm tests. The insulin pump had no motor error alarm. The insulin pump's motor passed the motor test. There was no motor position encoder error alarm on the alarm history screen. The drive support disk was inspected and no anomaly was noted by analysis. The insulin pump was received with a broken off reservoir tube lip. The reservoir was unable to lock in place due to the reservoir being completely broken off. The insulin pump had minor scratches on the lcd window, a cracked case near the display window corners, broken battery tube threads, a broken reservoir tube lip, a cracked reservoir tube, a cracked reservoir tube window, and a cracked lcd window.

Event description:
Customer reported via phone call that the device alarmed motor error alarm and no delivery alarm. Customer's blood glucose was 239 mg/dl. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.